Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted.

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet, subsequent to undergoing an MRI scan (1.5 tesla). Subsequently, the patient underwent revision surgery in order to place the magnet back into the pocket (date not reported).